Event description:
Patient revised because locking ring disengaged causing the liner to disassociate from the cup. Osteolysis and polyethylene wear noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.